Event description:
During set-up for laparoscopic appendectomy, door of 3 liter pump separated from pump. Pump was behind monitor. Door was propelled several feet. There were no injuries reported as a result of this incident.